Event description:
The battery cap was returned for investigation. Investigation revealed the battery cap contact was not within specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the battery cap contact height and width were found to be out of specifications. Visual inspection of the returned battery cap revealed stripped threads and would not secure properly during testing. Unrelated to the complaint, the battery compartment was cracked.